Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that this smiths medical cadd prizm vip pump experienced external power depletion. Also reported that the pump real time clock needed to be replaced. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The device history record (DHR) review is not applicable or relevant because this device is not an out of box failure and/or the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device by the manufacturer. A product sample was received for evaluation. Visual and functional testing were performed. The keypad/labels were all intact and the device was received in good condition. Event history log review found evidence of depleted and high pressure. Real time clock (rtc) low voltage was verified. The root cause of the reported issue was found to be low voltage that was causing external power to be depleted. Actions were taken to mitigate the reported issue: rtc battery was replaced.

Manufacturer narrative:
One cadd prizm vip pump was returned for analysis. Visual inspection performed, and product found to be in a good condition. Event history log review was performed and found evidence of reported problem. Visual inspection was performed. The customer's stated problem was verified. Investigator inspected the pump and found that the rtc battery voltage wad very low and due to rtc battery low voltage it can cause external depleted. Service replaced the rtc battery to correct the reported problem. The root cause of the issue is unknown.